Event description:
The ventilator was in use and the plug from the power cord had broken where it plugs into the wall. Something hit it, more than likely the patient¿s bed. This caused the prongs to rip out of the plug, therefore making the ventilator run on batteries. Also leaving the opposite end of the progs somewhat exposed, becoming a danger if anyone were to grab it not knowing it was broken. They could shock themselves. Every once in a while, this type of event happens, but these ventilators are only about 3 months old, and we have had this occur 3 times already. It really feels like the quality of this power cord is very questionable.